Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient was treated for a distal tibia fracture two years prior to the report. The distal part of dt plate stuck out through the patients skin, so the surgeon extracted it. The surgeon cut the tab from the extracted plate and used it. However the filing was not enough, so the patient complained and a hospital staff is dealing with the patient. The staff complains it looks odd. Synthes has no device for the filing after cutting off a distal tab. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.